Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon found the valve to be overdraining when implanted in patient. Initially implanted on (B)(6)2016. Necessary questions have been posed to the surgeon and awaiting answer. Revision required - waiting for further clarification regarding revision process.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 180mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: it was noted that the connector was slightly bent and around the connector some marks were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3182 with lot ctgcc1, conformed to the specifications when released to stock in 6th july 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the bent connector could be due to too much pressure when attaching the catheter. The root cause for the marks around the connector could not be determined, but it looks like something hot has come into contact with the connector. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.